Event description:
Dealer is alleging that the tdxsp-cg power chair is making a loud noise, and bringing the end user down fast from the tilt position, it seems to have lost the control to gentle bring the tilt down.